Event description:
An endurant stent graft was implanted in a pt for the emergent endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. (MFR report# 2953200-2011-01708, 2953200-2011-01709) it is unk whether there was a pre-operative rupture. Aortic neck was moderately angulated, very calcified, and 18-19 mm in diameter. The distal aorta was 17-18 mm in diameter. The entire aorta and iliacs were severely calcified. Access vessels were mildly tortuous and 5.6-6 mm in diameter with focal stenosis. The stent grafts were balloon aggressively throughout, because the physician wanted to ensure the patency of the limbs, especially due to the narrowed bifurcation; it was thought that non-aggressive ballooning might not have been effective enough in ensuring patency. Two reliant balloons (MFR report #2953200-2011-01710, 2953200-2011-01711) had been used during the implant to stabilize the blood flow, one on each side. After ballooning, there was a proximal type I endoleak and an intra-operative rupture, near the bifurcation of the stent graft. An endurant cuff was placed, which resolved the type I endoleak and rupture. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (severely calcified aorta and small distal aorta). Conclusions: (severely calcified aorta and small distal aorta).